Event description:
It was reported by a neurologist that a vns pt was suffering from obstructive sleep apnea (osa). No further information was rec'd and good faith attempts to obtain more information regarding pt's osa have been unsuccessful.